Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through inspecting the o-ring and cleaning the pneumatic tap area, which initially did not solve the issue. The customer was unable to load the cartridge at first but, with assistance, successfully filled and loaded a new cartridge, allowing the pump¿s load process to be completed and insulin delivery to resume.